Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket kept sticking. A field service engineer observed that the mini drawer corner trim cover had been pushed inward, causing it to pinch against the drawer and prevent it from opening smoothly. The fse adjusted the corner trim piece, creating enough space for the mini drawers to open freely. The escort then successfully tested drawer access multiple times without any issues or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a cubie pockets were sticking and failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.